Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30s to 40s mg/dl and a seizure; cause was not known. Customer administered a glucagon injection to address the issue and went to the emergency room, customer was treated with a glucagon injection and was discharged the same day with the issue resolved and no permanent damage, and continued to use the pump for insulin therapy. Date of event is approximate.